Manufacturer narrative:
The information described in this report was collected by the (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by (B)(6). Therefore, further investigation is not possible. The date of implant and events are estimated as actual dates were not provided. It is not known if this event has been previously reported.

Event description:
The patient referenced in this event file is enrolled in a collaborative (B)(6) dissection project. The purpose of this post-approval surveillance, using the (B)(6) registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the (B)(6) dissection project and the below information involves a patient treated with an endovascular gore® device. It was reported to gore via (B)(6) that on an unknown date in 2016, a patient underwent an elective repair of an asymptomatic aortic dissection. The primary tear was in zone 3, extending to zone 9. The tevar indication was for refractory hypertension. A conformable gore® tag® thoracic endoprosthesis was implanted from zone 2 to zone 4. No procedural complications were reported. The patient was in ICU for one day. The patient was discharged to home on post-operative day (pod) 3. On pod 781, a type ib endoleak was discovered. No aneurysm enlargement was reported. No treatment was administered. On pod 1125, no endoleak was reported, but aneurysm growth larger than 5mm has now been reported. It was not reported as to what lead to the aneurysm enlargement.